Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the impactor device started firing without the trigger button being actuated. It was reported that this occurred on the back table. It further reported that the device had a 10mm separation in the housing junction. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The impactor device was evaluated and the reported condition that the item started firing without the trigger button being actuated was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was loose, therefore the reported condition of a 10 mm separation in the housing junction was confirmed. It was further determined that the device failed pretest for visual assessment: "no damage or wear" and locking collar assessment: "anvil extends and retracts". The assignable root cause was determined to be traced to the user, which is user error.